Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 03-dec-2018. It was reported that stent failure to deploy occurred. The target lesion was located in the severely tortuous and severely calcified iliac artery. A 10x100x75mm epic vascular stent was advanced for treatment. The thumbwheel was rotated by the prescribed method in order to deploy, but the outer sheath could not be pulled and the device was unable to be deployed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed outer sheath detachment from pull grip and stent partial deployment. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the outer sheath is detached from the pull grip. The rack is fully inside the handle so it is no longer visible. Microscopic examination revealed that the stent is partially deployed approximately 1mm from the middle sheath. There is blood present in the middle sheath and on the stent. Inspection of the remainder of the device presented no other damage or irregularities.